Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("I'm a week and 2 days post op") and post procedural haemorrhage ("more bleeding ") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed. At the time of the report, the post procedural haemorrhage outcome was unknown. The reporter considered medical device removal and post procedural haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm a week and 2 days post op') and post procedural haemorrhage ('more bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), pelvic pain ("pelvic pain"), gastrointestinal disorder ("bowel problems") and gastric disorder ("stomach problem"). The patient was treated with surgery. Essure was removed. At the time of the report, the post procedural haemorrhage, back pain, pelvic pain, gastrointestinal disorder and gastric disorder outcome was unknown. The reporter considered back pain, gastric disorder, gastrointestinal disorder, medical device removal, pelvic pain and post procedural haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporters information added . Event: lower back pain , pelvic pain , stomach problem , bowel problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm a week and 2 days post op') and post procedural haemorrhage ('more bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced post procedural haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), pelvic pain ("pelvic pain"), abdominal pain lower ("constant cramping"), gastrointestinal disorder ("bowel problems"), gastric disorder ("stomach problem"), abdominal distension ("extreme bloating"), headache ("dull headaches"), atrioventricular block ("heart block") and palpitations ("heart palpation") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed. At the time of the report, the post procedural haemorrhage, back pain, pelvic pain, abdominal pain lower, gastrointestinal disorder, gastric disorder, abdominal distension, headache, weight increased, atrioventricular block and palpitations outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, atrioventricular block, back pain, gastric disorder, gastrointestinal disorder, headache, medical device removal, palpitations, pelvic pain, post procedural haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media case received. New reporters added. New events, extreme bloating, constant cramping, dull headaches, weight gain, heart block, heart palpations were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm a week and 2 days post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced post procedural haemorrhage ("more bleeding"), back pain ("lower back pain"), pelvic pain ("pelvic pain"), abdominal pain lower ("constant cramping"), gastrointestinal disorder ("bowel problems"), gastric disorder ("stomach problem"), abdominal distension ("extreme bloating"), headache ("dull headaches"), atrioventricular block ("heart block"), palpitations ("heart palpation") and burning sensation ("burning") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed. At the time of the report, the post procedural haemorrhage, back pain, pelvic pain, abdominal pain lower, gastrointestinal disorder, gastric disorder, abdominal distension, headache, weight increased, atrioventricular block, palpitations and burning sensation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, atrioventricular block, back pain, burning sensation, gastric disorder, gastrointestinal disorder, headache, medical device removal, palpitations, pelvic pain, post procedural haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received. New event burning was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.